Event description:
It was reported that during a laparatomy procedure, a boo sound was heard when a forceps was removed from the device. The pneumoperitoneum apparatus had abdominal air pressure at 10 mmhg/min and high flow. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received with cap separated from the sleeve. The orifices of the cap and the posts of the sleeve were noted to be cracked. The stopcock valve broken inside a sample bag was received. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received with cap separated from the sleeve. The orifices of the cap and the posts of the sleeve were noted to be broken. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h9032h expiration date: 12/2015 manufacturing date: 01/2011 (B)(4) sleeve (B)(4). The analysis results found that the device (c) was received with cap separated from the sleeve. The orifices of the cap and the posts of the sleeve were noted to be cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4) sleeve.